Event description:
It was reported that guidewire fracture occurred. The target lesion was located in the non-tortuous and non-calcified bronchial artery. A 180x25cm fathom-16 guidewire was selected for use along with a non-boston scientific 2f microcatheter and 5f introducer sheath for bronchial artery embolization. During the procedure, the physician noted a separation of the wire when taking it out from the microcatheter. No vigorous manipulation of the wire or the catheter system was performed. The detached wire was retrieved with a snare. The procedure was completed with a competitor wire. No complications were reported. It was further reported that this complaint was submitted under medwatch reference number mw5150993.

Event description:
It was reported that guidewire fracture occurred. The target lesion was located in the non-tortuous and non-calcified bronchial artery. A 180x25cm fathom-16 guidewire was selected for use along with a non-boston scientific 2f microcatheter and 5f introducer sheath for bronchial artery embolization. During the procedure, the physician noted a separation of the wire when taking it out from the microcatheter. No vigorous manipulation of the wire or the catheter system was performed. The detached wire was retrieved with a snare. The procedure was completed with a competitor wire. No complications were reported.